Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the red light on the uninterpretable power supply slowly flashed on/off. The device was not changed out for the procedure. After the procedure, the user reset the unit and it cleared. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.